Event description:
A report was received that the patient had developed a superficial wound infection at the midline incision site and a superficial wound dehiscence at the distal end of the incision. Symptom included drainage. The physician could not confirm if the infection was device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure of the leads and clik anchor.

Event description:
A report was received that the patient had developed a superficial wound infection at the midline incision site and a superficial wound dehiscence at the distal end of the incision. Symptom included drainage. The physician could not confirm if the infection was device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure of the leads and clik anchor.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm, model#: sc-4316, lot#: 16570711, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
.